Event description:
A 19 yr old male s/p ross procedure 2 1/2 yrs ago required explant of pulmonary homograft. Pt was noted to have progressive right ventricular outflow tract obstruction across the homograft. The obstruction appeared to be at the level of the valve and not the pulmonary artery or right ventricle. A very thickened wall of the homograft at the level of the valve was noted. The leaflets appeared intact without fibrosis of calcification. The entire anterior aspect of the homograft was excised, however the floor of the homograft was left in place.